Event description:
Customer's son reports lancet sticks out while using the softclix plus lancet device. No information was provided on whether lancet protruded before or after firing. No accidental stick reported. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.